Manufacturer narrative:
No parts have been received by manufacturer. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The 10a fuse on the power board was found to be bad. After replacing the fuse, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A site representative reported that the imaging system¿s mobile view station (mvs) mainframe would not boot up. This issue was identified outside of surgery; no patient was present.